Manufacturer narrative:
As the device is unknown which device or devices may have contributed to the reportable event, this report should also include gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices: (B)(6) - bxa087901a (B)(4). Manufactured date: 30-nov-2019 expiration date: 27-nov-2022. (B)(6) - bxa077901a (B)(4) manufactured date: 13-jul-2019 expiration date: 12-jul-2022. A review of manufacturing records (all three vbx devices) verified that the lots involved in this complaint met all pre-release specifications. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and / or labeling issue has occurred. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, the patient underwent a covered endovascular reconstruction of the aortic bifurcation (cerab) procedure using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices. During the procedure, vascular access was obtained via bilateral femoral arteries using a percutaneous approach. It was reported, no access closure device was utilized; manual pressure was applied. Postoperatively, while in the post-anesthesia care unit (pacu), the patient was noted to have an expanding right groin hematoma, suspected to be due to lack of hemostasis at the arterial puncture site. The patient was taken back to the operating room for further management. An unplanned surgical cutdown was performed with right groin exploration. The hematoma was surgically evacuated, and the artery was repaired with primary repair. Following the procedure, the groin hematoma resolved. On (B)(6) 2020, the patient was discharged home.